Manufacturer narrative:
9/21/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, we determined that the handle separated and the device failed to function due to a separation of the welded body seam.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.